Event description:
Meditech biliary drain system (flexima) had been inserted in 2002. Pt returned nine days later because tube was leaking. A crack was found in the tube which resulted in tube removal and reinsertion of new tube.